Manufacturer narrative:
No patient involvement reported. (B)(4). Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the routine inspection of field equipment, it was discovered that a tip for dhs/dcs impactor was broken into two pieces - the plastic portion had separated from the metal. Additionally, the tip of a dhs/dcs coupling screw was bent. This report is for one (1) tip for dhs/dcs impactor. This is report 1 of 1 for (B)(4).